Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, after the first suture was placed in the 11 o¿clock direction without issue, the second suture was to be placed in the 13 o¿clock direction. The plunger was pushed down until clicking sound was heard, then the plunger was pulled back; however, no suture was present. The sutures of two new prostyles devices were successfully pre-placed. The sheath was upsized to a 23f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the account provided the following additional information: the initial sheath size for the procedure was 8f. No additional information was provided.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, after the first suture was placed in the 11 o¿clock direction without issue, the second suture was to be placed in the 13 o¿clock direction. The plunger was pushed down until clicking sound was heard, then the plunger was pulled back; however, no suture was present. The sutures of two new prostyles devices were successfully pre-placed. The sheath was upsized to a 23f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.